Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site.

Event description:
It was reported that a portex® clear pvc soft seal® cuff tracheal tube had an air leak from the pilot balloon's one-way valve during use. The device had been tested in accordance with its instruction for use prior to use. It was unknown how long the device was in use before the reported issue occurred. The tube was changed due to the incident. No patient injury was reported. The event was considered resolved.

Manufacturer narrative:
One used portex® clear pvc soft seal® cuff tracheal tube was returned for investigation. A device history review was done and no discrepancies were found. A visual inspection was performed and no discrepancies were found in the returned sample. Functional testing was performed and leakage was observed between the pilot balloon and valve. A manufacturing review of a similar device was performed and no discrepancies were found. The root causes were determined to solvent missing between the pilot balloon and valve, and a lack of detection by the product personnel in the packing area. The complaint was confirmed.